Event description:
The customer reported the ventilator alarmed and went vent inop during normal ventilation operation. The customer reported the unit was in use and there was no patient harm. The manufacturer's field service engineer was unable to duplicate the reported problem. The service engineer completed performance verification testing and reported testing passed.